Event description:
Healthacare professional reported "in the packaging we found a black hair on the outside of the actual implant package." Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthacare professional reported "in the packaging we found a black hair on the outside of the actual implant package." Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "in the packaging we found a black hair on the outside of the actual implant package."

Event description:
Healthcare professional reported "in the packaging we found a black hair on the outside of the actual implant package." Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ hair/ fiber on implant : no observed. No further actions are required as no issues with the manufacturing process are observed.